Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump do not respond like they should and had to be pressed multiple times for them to work. The customer's blood glucose level was unknown at the time of the incident. The customer stated that pump was cracked near the battery compartment and the battery cap was stripped. The insulin pump rejected new battery and also the batteries sometimes only last one day. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with stripped battery cap coin slot and broken battery tube threads.